Event description:
It was also reported that an altitude alarm occurred. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained. It was also reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1000 mg/dl; cause was not known. Customer was released on (B)(6) 2025. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.